Event description:
During case, da vinci 8 mm mega suturecut needle driver broken with cable protruding on the tip and both tips still attached. Device pre-checked prior to use, no indication of any problem. Working for few hours during case when surgeon notified surgical technicial to remove device from site. Discovered by attending surgeon when device failed to function. X-rays ordered and taken. No visible parts left per x-ray. Broken instrument compared to non-broken one. All parts appeared to be present. This was use 8 of 10 for this instrument.